Event description:
Revision surgery 15 days after primary. The patient fell and dehisced their wound. This caused the area to become very red and swollen. The surgeon treated the area as infected. The surgeon irrigated and debrided the area and replaced the poly liner. A culture test was sent to determine pathology. On (B)(6) 2015 we were informed that the pathology came back as (B)(6). MFR ref # 3005180920-2015-00058.